Manufacturer narrative:
The device was returned for repair. The issue of distal end plastic cover glue separation was observed at inspection. In addition, it was noted that the rubber coating at the distal end had a crack, the switch number 1 had a hole, and the forceps elevator had a broken wire. Evaluation is ongoing supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair of broken forceps elevator observed during an unknown procedure, and the issue of distal end plastic cover glue separation was observed at the time of estimation. There is no reported patient harm.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer this event is the leak at the distal end and not distal end plastic cover glue separation. There is no potential for the issue of leak at the distal end to cause or contribute to death or serious injury if the malfunction were to recur.